Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with 4 infusion sets as those fell off during use after being used for one to three days. Patient confirmed doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient's blood glucose level at the time of event was 220 mg/dl therefore, patient replaced infusion set and resumed insulin deliveries successfully. Patient also confirmed the use of dressing or tape applied over the infusion set along with skin tac as adhesive aid. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.